Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited an electrical short with low lead impedance anomaly. On (B)(6) 2019, the lead was capped and replaced successfully. The patient condition was stable throughout the event.